Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, resistance was felt when filling the cartridge during the load sequence. Customer changed the needle and/or cartridge to resolve the issue. Customer¿s blood glucose level ranged between 126-200mg/dl.